Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The surgeon was changed setting zero. After that the patient moved to ICU. When the surgeon started monitoring of intracranial pressure showed minus 45mmhg on the display. The surgeon thinks that proper value is 2-3 mmhg. What¿s caused this problem? No adverse consequence to the patient was reported.

Manufacturer narrative:
The microsensor was returned and evaluated by the supplier. A review of manufacturing records could not be performed, as the bar code label was missing from the device and no serial or lot number information was provided. Evaluation of the returned device found no visible damage to the sensor. The catheter material was severely kinked 40.6 cm from the connector. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to MDR 1226348-2016-10741 for information regarding the second device involved in this event.